Event description:
A physician reported a pt who was initially skin tested on 7/21/99. The pt began to notice symptoms on an unk date. On 10/4/99 the pt was examined and the physician noted induration and erythema at the test site, over an area about the size of a 25 cent piece. There was no fluctuant material at the site. On 10/4/98 the physician attempted to aspirate at the site, and injected kenalog intralesionally. The diagnosis was hypersensitivity.